Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak between the connection of the supply line of the homechoice cassette and supply bag. It was also observed that there were air bubbles in the patient line and a loose connection. Renal therapy services (rts) assisted the patient with clearing the alarm, removing the supplies, and completing therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and leak between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.